Event description:
It was reported that there was damage to the bottom cover, back and left side of the power module. There was also damage to the top cover, middle and back. 5 of the rubber feet were damaged and 4 rubber vent bands. Also, the battery door was missing. The 4 rubber vent bands, bottom and top cover and the 5 rubber feet were replaced and preventative maintenance was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was no patient involved in this event. The PMA# provided is associated with most recent approval. The reported events of damaged housing, rubber vent bands, and a missing 11v backup battery cover were able to be confirmed. The power module (serial number: (B)(4)) was returned for analysis and tested at the european distribution center (edc). The power module was functionally tested and was found to operate as intended. The power module underwent preventative maintenance and was returned to the rental pool following the repairs. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the power module (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2010. Power module IFU covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.